Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During the procedure the surgeon noticed that the haptic had broken off. Intervention was performed in order to enlarge the incision, remove the damage lens and replace it with a second crystalens. Reference MDR #2031924-2010-00203.

Manufacturer narrative:
The inserter device was returned to b&l and subjected to visual inspection. Results revealed that there were no cosmetic defects. Foreign matter (believed to be viscoelastic) was observed inside of the nozzle, tip and in the loading chamber as well as on the track edge. (B)(4).